Manufacturer narrative:
D4: concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and leak tested. Folds were identified in the cuff, the cuff passed the leak test. The pump was visually, leak and functionally tested. The pump did not pass the low flow test, with a pressure output below specification. The pump did not pass the resistor flow rate test, with a reading above specification. The pump passed the visual and leakage test. The ballon was visually, leak and functionally tested. The balloon did not pass the pressure functional test, with a pressure output above specification. The balloon passed the visual and leakage test. Based on analysis results, the anomalies identified in the pump and balloon could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient experienced recurring urinary incontinence and started using pads because his artificial urinary sphincter stopped performing as expected. Through cystoscopy, it was observed that coaptation was poor. The patient underwent surgery in order to replace the device. There were no further patient complications.

Event description:
It was reported that the patient experienced recurring urinary incontinence with his artificial urinary sphincter. The patient underwent surgery in order to replace the device. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring urinary incontinence and started using pads because his artificial urinary sphincter stopped performing as expected. Through cystoscopy, it was observed that coaptation was poor. The patient underwent surgery in order to replace the device. There were no further patient complications.